Event description:
It was reported that when a brand new cassette was installed into a control unit and the irrigation was started, the fluid leaked from the cassette and the control unit had a power down after displaying error message. They had to use a gravity inflow without using the control unit. No patient injuries were reported.

Manufacturer narrative:
The device was received for evaluation. There was a relationship found between the returned device and the reported incident. Tube set evaluation revealed that transducer membranes were missing from the cassette. The complaint was confirmed and a root cause has been associated with a manufacturing error.